Manufacturer narrative:
Medical device continued: a2dr01 ipg implanted: (B)(6) 2017.

Event description:
It was reported that there was oversensing on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.